Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead had a confirmed fracture with infinite impedance and no capture. The lead was also noted to have oversensing. The lead had a polarity switch approximately four months earlier. The lead was capped and replaced. No patient complications have been reported as a result of this event.